Event description:
Event description cpi received information that during a implantable pulse generator replacement for normal eri, they discovered a fractured unipolar porous tined endocardial lead. They removed and replaced the lead with a bipolar steroid eluting lead. Implant date-09/21/89. Removed from service date-09/05/96. Implant months-83.